Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was not performed because there was no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device available for evaluation additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.